Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-calcified, mildly tortuous mid-right coronary artery that was 75% stenosed. The 5.0x8mm nc trek balloon dilatation catheter was used for balloon angioplasty. The balloon was pressurized once at 12 atmospheres (atm). During removal, resistance was noted with an unspecified 6f guiding catheter. The balloon catheter was pulled into the guiding catheter to be removed as a single unit. A new unspecified balloon was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.